Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Cardioquip attempted to follow-up with an inspection, but the customer now stated the device was functioning normally and they needed no further assistance.

Event description:
Customer reports that the unit is making a "smell like a hairdryer" while heating, but otherwise operates normally and has no other abnormal operating features.

Manufacturer narrative:
Further review determined that this is a non-reportable event.

Event description:
Customer reports that the unit is making a "smell like a hairdryer" while heating, but otherwise operates normally and has no other abnormal operating features.